Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error for cassette not attached properly. The product fault occurred before infusion and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It had a scratched lcd lens, worn dso seal and worn uso seal. After visual inspection, functional testing was performed. The customer's reported problem was not duplicated. However, the pump had multiple high alarms displayed for "cassette not attached properly". The root cause was the intermittent downstream occlusion sensor, which was replaced. Uso seal, battery door, lens, keypad, overlay, rear label and side label were also replaced. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.